Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, it was observed the newly placed atrial lead was sensing noise which caused the lead to fail to sense the intrinsic signal. The lead was attempted to be flushed and reposition but it was unsuccessful. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.